Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device observed switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and passed self-tests, alongside random manual power ons, up to the (B)(6) 2010. The device failed self-tests due to a low battery on the (B)(6) 2010. Multiple manual power ups mainly of less than one minute duration were observed in the device memory between the (B)(6) 2016. The multiple manual power ups of less than one minute duration would suggest the device was switching on automatically and the user was intervening to switch the device off via the on/off button. Therefore no 10 minute time outs were recorded. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.